Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2014 with the following findings:a review of the black box and pump history showed no evidence of a blank display screen; however, it was found that the pump recorded a replace battery alarm on the date of the complaint. The pump was off for an unknown period of time after the alarm emitted. The pump¿s display was functional during testing. The pump was opened and the pump and display were removed from the case, but no defects were found.